Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had displayed an abnormal image, with snowflakes and blackout. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure blackout image was confirmed. However, reported failure snowflakes in image was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: blackout occurred due to liquid immersion in scope connector. However, the most probable cause for snowflakes in image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.